Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR # 2916596-2021-00543. It was reported that the primary motor was not connected to the console upon arrival. The motor cable was inserted into the console. The cable inserted easily, did not click when placed, and the wires were intact. When turned on, the m4 alarm occurred. The operator attempted to connect the backup motor into the primary console and received the same m4 alarm. They also attempted to connect the primary motor to the backup console and received an m4 alarm. Multiple attempts were made to power cycle the system and the m4, m3, and s3 alarms occurred when using the primary motor and console. Upon inspection, the motor connector that inserts into the console appeared to be unscrewed and marking were found on the metal portion. The metal piece came off and the staff screwed it back into place. A final attempt was made to connect to the console, and the m4 alarm still occurred. The primary motor and console were taken out of service. There was no patient involvement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of m4 and s3 alarms was confirmed; however, the reported event of m3 alarms was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 23 days (intermittently between (B)(6) 2020 ¿ (B)(6) 2021 per time stamp). Events occurring on 02feb (B)(6) took place during lab testing at abbott. On (B)(6) 2021, following the startup of the console, a ¿motor disconnected: m2¿ alarm activated at 09:44:31. This alarm was able to be muted and cleared, but was followed by a ¿motor alarm: m4¿ at 09:46:22 which was triggered by the sub fault ¿sf_lmc_levitation¿. A system alert: s3¿ alarm activated at 09:46:27. The m4 and s3 alarms were able to be muted. The console was power cycled at 09:46:46. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was connected to the returned and associated centrimag motor and test equipment. Upon power on of the console, motor alarms and a system alert: s3 were active. The console was tested independently of the motor and continued to alarm. The lmcebpx printed circuit board (pcb) was replaced, resolving the issue. The replaced pcb was forwarded to product performance engineering (ppe) for further analysis. The pcb was connected to a test fixture and alarmed ¿motor alarm: m4¿ and ¿system alert: s3¿ upon startup following the self-test. The motor speed was unable to be increased from 0 rpm. A digital multimeter was used to probe the components on the pcb. When compared to a working test pcb, the values of the d600, esda6v1u1, component were atypical. This component is composed of six diodes and is responsible for electrostatic discharge (esd) protection. This component was replaced, resolving the issue. The alarms were cleared, and the motor speed was able to be increased and decreased with no issue. The root cause of the reported event was conclusively determined to be due to a damaged esd protection component; however, the root cause as to how this component became damaged is unable to be determined. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) ) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.